Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation with an off-label power supply and power cord. Visual inspection revealed that an off-label power supply that was rated 24v and 5amps was returned with the device. The correct power supply for this device is rated at 12v, 4.20amps. The returned device was opened to inspect the printed circuit board (pcb). Visual inspection revealed thermal damage on component u32 within the transmit circuit. The thermal damage was likely caused by using the off-label power supply. The cardiomems patient system guide states in the warning section: "use only cables and accessories provided. The use of other attachable parts other than the parts provided may result in inaccurate readings, damage to the electronics, or injury to the user". Additionally, the system specifications section provides the following under the electrical characteristics subsection: "power supply: medical grade class ii. Input: 100-240 v, 50-60 hz, output: 12 vdc, 4.2 a". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event on the printed circuit board.